Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc device. Due to this issue, the customer was unable to monitor glucose and felt dizzy, experiencing a "short" loss of consciousness. The customer was provided with oral dextrose for treatment by mother. There was no report of death or permanent injury associated with this event.